Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was reported via a healthcare professional and company representative regarding a patient receiving prialt/ziconotide (25ug/ml at 2.998ug/day) via an implanted pump. The indication for use is non-malignant pain and failed back syndrome- other. On (B)(6) 2015, a pocket revision took place due to pump movement. During the revision signs and symptoms of infection including puss were seen in the pocket. The pump and catheter were explanted and the pump was sent to pathology for cultures.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was flipped and not working properly. During the surgery to reposition the pump, the pocket was found to have purulent drainage. At that time, the pump was removed.